Manufacturer narrative:
D10: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-20-00 - eq reverse torque defining screw kit. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 2 years and 2 months post initial operation. The patient experienced a displaced poly liner from a dislocation. Surgeon exchanged the glenosphere and liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. H11: no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined; however, a definitive root cause was unable to be determined; however, may have resulted from considerations to the event could not be assessed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.